Manufacturer narrative:
Concomitant medical products: 310f25 valve implanted: (B)(6) 2004, 3889-28 interstim lead implanted: (B)(6) 2014, 3058 interstim ipg (B)(6) 2014, 5076-52 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an ablation procedure the physician knocked the right atrial (ra) lead and it consequently dislodged. The lead became stuck in the superior vena cava (svc) area and the lead was capped and replaced. No patient complications have been reported as a result of this event.